Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 57-year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead the customer indicated the device advised a shock shortly after the patient regained consciousness. Please note that the indications for use are for the patient to be unresponsive, not breathing and without pulse. The customer indicated the device appears to be working again after removing and installing a new set of pads to the device. Therefore, the device is not being returned to zoll for servicing. Based on the information given, this claim has been closed as device worked as intended. No trend is associated with reports of this type.